Event description:
It was reported that the patient experienced air embolism, st segment elevation, and hypotension. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf) using a faradrive steerable sheath clear the patient experienced air embolism, st segment elevation, and hypotension. When the right inferior pulmonary vein (ripv) was being ablated an st segment elevation was observed on the electrocardiogram (EKG). It was also found that the heparinized saline bag connected to the sheath was empty. The irrigation line was immediately closed, the stopcock on the sheath was turned off, and then aspiration was performed. The saline bag was replaced and the tubing was primed. Simultaneously, the patient was supported with epinephrine, and fluids and additional medications were given until the patient's blood pressure normalized and the st segment elevation came back to baseline. Additional intracardiac echocardiography (ice) imaging of the heart was also performed. After the patient stabilized, isolation of the right inferior pulmonary vein (ripv) was finished to complete the procedure. After the procedure the patient was transferred to the intensive care unit (ICU) for observation. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.